Event description:
On (B)(6) 2016 pt was admitted post fall with right proximal humerus fracture. On (B)(6) 2016 pt underwent a right shoulder hemiarthroplasty for fracture. On (B)(6) 2016 while being seen in office for a post-op followup visit an x-ray of right shoulder was obtained and showed that the prosthesis had come apart at the junction and proximal portion was displaced laterally and the shaft portion medially. Discussion with pt was mutual agreement to proceed with surgery for a revision of right shoulder. On (B)(6) 2016 pt underwent a revision of right shoulder hemiarthroplasty. On (B)(6) 2016 pt was stable and discharged to home.